Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
Patient fell at home, periprosthetic fracture. Surgeon removed stem and head. Then implanted mod restoration and head.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a securfit stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items were returned per hospital policy. -medical records received and evaluation: not performed as no medical records were received. -device history review: there have been no reported discrepancies for the referenced lot. -complaint history review: there have been no reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient fell at home - periprosthetic fracture. Surgeon removed stem and head. Then implanted mod restoration and head.